Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor failed to calibrate and flashed a calibration error message. The product was changed out, there was no pt involvement, and the surgery was completed successfully.